Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer¿s blood glucose was 400 mg/dl at the time of the incident. The customer¿s other blood glucose was 180 mg/dl and 239 mg/dl. The customer treated themselves with manual injections. The customer stated that they were having trouble with the set they changed. They got a warning that nothing was suspended due to blockage; checked and turned a little bit and would not lock, and in any movement would turn. The customer repotted that they received a blocked alarm and noticed that the quick lease was coming loose and not locking in place, they had to hold to give bolus infusion set. The customer reported that the insulin pump was not dropped with the set connected to their body. The customer stated that the alarm did not occur during fill tubing. The customer stated that they had a suspend delivery alarm, but has not changed set. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.